Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted, but despite requested the device has not been received for investigation yet. This is a final report.

Event description:
The device has been explanted but not received for investigation. As per further information received, a trauma to the recipient_s head is reported.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted but not received for investigation. The exact cause of the explanation is however not specified. Reimplantation took place on the (B)(6) 2018.